Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers gd893875 and gd894188 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 2 of 3. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. On an unreported date, the patient experienced some kind of infection which led to peritonitis. The patient was hospitalized for the event. Treatment was not reported. The patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be filed.